Event description:
Patient reported left side pain. Patient later reported "speculating possible left intracapsular rupture" with "pain across the whole chest, pain up to my ear and have earache, height of implant is not as high as it used to be". The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side pain. Patient later reported "speculating possible left intracapsular rupture" with "pain across the whole chest, pain up to my ear and have earache, height of implant is not as high as it used to be". The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.6b., h.6.

Event description:
Patient reported left side pain. Patient later reported "speculating possible left intracapsular rupture" with "pain across the whole chest, pain up to my ear and have earache, height of implant is not as high as it used to be". The device has been explanted.